Event description:
On successive days in the same pt, PICC catheter was introduced without difficulty, no kink or bend per instructions, and protocol, but user was unable to retract the guide wire. Efforts to manipulate the guide wire resulted in guide wire slicing through the catheter. After catheters were pulled the user was unable to retract the wire on catheter but was able to on a second. The pt required 3 sticks to place the catheter.